Manufacturer narrative:
The bipap a40 pro model# cax3100s12 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Upon further review, this complaint has been deemed as a reportable event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer has made multiple attempts to retrieve the device and to gather additional information. The manufacturer is submitting a final report at this time and will send a follow-up report if additional information is received. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.